Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge change error occurred with multiple cartridges during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose (bg) level was displayed as ¿high¿, although a specific value was not provided. Customer addressed their bg with a manual injection.